Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia surgery on (B)(6) 2013 and a mesh. It was reported that post-operatively the experienced chronic pain throughout his groin and difficulty walking and sexual function issues. The patient underwent a mesh removal, a release of nerve and scar tissue removal on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 04/21/2016.